Event description:
Procedure type: lobectomy. According to the rptr: upon firing, the surgeon recognized difficulty in squeezing the handle and was unable to complete the firing. Another device and new cartridge were opened to try and fire again but the same incident occurred. The surgeon commented that the lung tissue on the pt was not especially thick. Another device was used to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no tissue damage, however there was unanticipated tissue loss as a result of this problem. The lot numbers of the reported device staplers and reloads are not available.

Manufacturer narrative:
(B)(4).